Event description:
It was reported that r-wave oversensing was causing inappropriate ams. Programming changes were recommended. Programming changes were made. The patient is stable.

Manufacturer narrative:
(B)(4).